Event description:
It is reported that: the pt states that he has been experiencing right hip pain and swelling periodically since the time of his surgery. The pt had bilateral hip implant surgeries. He states that the pain is the same on both sides however the problems in his left hip are more intense than his right. He reports pain that goes from the back of his hip and down the side of his leg. This pain has become constant over the past two weeks. The pt also reports that for the past few months, he has experienced daily swelling in the hips. The swelling occurs regardless of his activity level. The pt also says that he cannot lie on his left side at all because of the intense pain.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.